Manufacturer narrative:
(B)(4). Carefusion dispatched a carefusion field service representative to the user facility to evaluate and repair the device. The field service representative evaluated the device, reproduced the complaint and determined that the cause of the reported ¿air/o2 blender is out of range¿ was that the device¿s air/o2 blender was malfunctioning. The field service representative also verified that the exhalation flow sensor cover was broken. The field service representative replaced the air/o2 blender & exhalation flow sensor cover and ran the device through a complete calibration & checkout per the service manual. Upon completion the device was returned to the user facility¿s control ready to be placed back into service.

Event description:
A user facility representative reported that the device¿s air/o2 blender is out of range and that the exhalation flow sensor cover is broken. There was no report of patient involvement.

Manufacturer narrative:
Failure analysis (fa) lab received a vela blender module ii. The vela blender module ii was installed in known good vela unit. The unit was powered in respiration mode with oxygen set to 50 psi, air leakage was heard and felt from the relief valve of the pressure regulator. O2 inlet and fio2 out of range, due to o2 leak could not calibrate. Pressure regulator was disassembled and debris was found beneath the piston. The customer issue of blender out of range, will not calibrate was duplicated. Leakage from the pressure regulator and the accumulated debris within the pressure regulator cylinder caused the piston to degrade and stay in the open position. The fault was isolated to pressure regulator. This reported event considered a known issue addressed with an internal action. The vela blender module ii was scrapped.